Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
A receiver (serial number (B)(4)/lot number 5214260) was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log observed firmware errors. The reported event of an error icon display was confirmed with the returned receiver. A root cause could not be determined; however, the returned deivce is not the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log observed screen error alarms. The reported event of an error icon display was confirmed. A root cause could not be determined.